Manufacturer narrative:
Only the reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.8 inr. Qc 2: 5.9 inr. Qc 3: 5.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged results of 4.1 inr, 4.8 inr, and 3.6 inr on 21-nov-2022 were observed in the meter's patient result memory as 27-may-2001. It was observed that the meter's time/date was set incorrectly.

Manufacturer narrative:
The reporter stated it took longer than 15 seconds to dose the sample for the 4.1 inr result and the finger was squeezed excessively for the 4.8 inr meter result. Per product labeling: you must apply blood to the test strip within 15 seconds of lancing the finger and within 30 seconds when using venous blood. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun. Per product labeling: if needed, immediately after lancing, gently massage the finger from its base until a drop of blood is formed. Do not press or squeeze the finger. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The patient was tested three time minutes apart using different fingers from the same hand. The results were 4.1 inr, 4.8 inr, and 3.6 inr. The patient had been eating more dried mangos. The therapeutic range was 2.0-3.5 inr.